Event description:
The customer reported via phone call that the insulin pump was extremely warm to the touch. The customer reported that the device had not been around any heat and that no alarms occurred. Blood glucose level at the time of the call was 130 mg/dl. Customer also reported recently experiencing blood glucose levels of 60 mg/dl, 300 mg/dl, and 32 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.